Manufacturer narrative:
The sample yellow anchor remains in the patient and the balloon assembly was discarded by the user facility, as such there is no sample to review for root cause evaluation. Based on the information received the user was unable to locate the needle loop complex and grasped the inflation tube instead. The instructions-for-use (IFU) instructs the user to grasp the blue retrieval loop (needle loop complex) and pull the retrieval loop and inflation tube out of the abdominal cavity. As reported it appears that the user grasped the area of the inflation tube where the anchor is located (not the retrieval loop as instructed in the IFU) and forces applied while pulling through and out of the abdominal cavity may have caused the reported detachment of the yellow anchor. However, without a sample to evaluate no conclusion can be made. A lot number was not provided; without a lot number a review of the manufacturing records is not possible. Discarded.

Event description:
It was reported that the surgeon was performing a robotic hernia repair using the ventralight st w/ echo ps. As the surgeon was positioning the mesh it is reported he was unable to grasp the needle loop complex and pulled the inflation tubing from a lower point. At the time the surgeon was pulling up in the inflation tubing the yellow anchor came free from the tubing in the patients subcutaneous tissue. As reported, the surgeon opened up the site (trocar site) where the yellow anchor was lost but didn't fully open the site. He wasn't able to find the yellow anchor and didn't want to open the patient further as this was a robotic/lap. As reported, the surgeon is an experienced user of the device. It is reported the patient is morbidly obese with a body weight of (B)(6) lbs. As reported, the surgeon chose not to explore the patient further due to the patient comorbidity. The facility contact inquired if the yellow anchor is radiopaque and was advised that it is not.